Event description:
The user facility reported that the device was grinding and burning the skin. There was no patient injury reported.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to integra lifesciences corporation.